Event description:
It was reported by the patient that the remote monitor was not dialing out. During troubleshooting attempts, all indicator lights on the monitor began to blink at once. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analyzed. The customer comment was confirmed that all light-emitting diodes (led's) on the monitor flashed upon power up, but it further noted that this failure later disappeared during functional testing/analysis.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.